Event description:
Ous MDR. It was reported that approximately 38 months after the implant the ICD therapy was deactivated due to oversensing. It was decided to exchange the lead. During the procedure the lead was destroyed and the fragments have been returned for analysis.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and on the available device data. The lead was returned for analysis and thoroughly investigated. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data resume to a photo of an iegm. During the analysis of the available iegm noise was observed in the right ventricular channel, which led to the detection of a vf episode (episode 12). However, the data did not show any indication of an ICD malfunction. Subsequently the lead under complaint was visually inspected. The lead was found cut approx. 15.5 cm distal to the df4 connector pin into two parts. Multiple signs of wear along the lead fragments were noted, particularly 35 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation body and the coating of the conductor cable to the ring electrode was damaged in this region. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed an overrotated inner coil in this region. Furthermore a cut in the insulation was observed 31 cm proximal to the lead tip. The conductor cable to the svc shock coil was pulled out of its lumen in this position. Both shock coils were damaged. These observed damages most likely resulted from mechanical forces applied during the extraction procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.